Manufacturer narrative:
Product reference 4433750 s not cleared for sales in the USA, but a similar product reference 54333750 is cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr l0235200 of celsite access port which complies with our specifications and does not present any discrepancy. No other similar incident has been reported to us on this batch of (B)(4) access ports released in february 2012. Investigation: we did not received the complaint sample for investigation. However a picture of the explanted connection ring of a celsite access port was forwarded to us. This allows us to conclude that the foreign material found in the patient wound is a part of the access port explanted in (B)(6) 2016. This component left in the patient body is due to an user error. When an access port is removed from the patient body after the end of the treatment, it is important that the physician makes sure that the 3 components of the device are removed from the patient (access port, connection ring and catheter). Conclusion: this incident is related to the user. This is a very rare incident. No corrective action is envisaged at the moment. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Patient had removal of chemoport in 2016 after use for chemotherapy for 12 years. Post removal, months/year later patient claims to have foreign body left in wound. CT scan showed foreign body in wound. Exploration done in 2018 and noted a connection ring in wound. This connection ring was left in scar tissue during removal.